Manufacturer narrative:
Patient-specific information a4. Weight is unknown. Device status: the impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 60-year-old male patient presented to the catheterization lab for st-segment elevation myocardial infarction. During the initial angiogram the decision to place impella cp for support was made. At the time of initiation, the patient was classified as society for cardiovascular angiography and interventions (scai) stage a cardiogenic shock. The impella cp was prepped and inserted without incident. The impella was turned on to auto with 3.8l/min flows. Three drug-eluting stents were place in the left anterior descending artery. Post procedure the patient was sent to the unit on support. On post-implant day 0, there was a loss of aortic and left ventricular placement signal. As a result, the patient was weaned from the impella cp, successfully and the device was explanted with a survived patient outcome. Therapies, if any, in use after impella support are unknown.

Manufacturer narrative:
H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The root cause of the placement signal issue was not determined due to lack of sufficient clinical details, inconclusive evidence from the data logs, and unreturned product for further investigation.